Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip was broke off."

Event description:
As reported: "the tip was broke off."

Manufacturer narrative:
Correction: please refer to section d4 (lot#), the reported lot does not match with the reported catalog#. The reported event could be confirmed since the device was not returned for evaluation but with provided images alleged event could be confirmed. A device inspection was conducted with the provided image, in which we can see the broken tip. However, since the affected device was not returned, further analysis of the fracture surface and root cause could not be conducted. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.